Event description:
The reporter stated, her finger was cut when breaking the glass control ampoule for use. She did not wrap the control vial in gauze. She washed her finger and msds sheets were faxed to her.

Manufacturer narrative:
Device labeling has been revised to include proper handling and use.